Manufacturer narrative:
The field service engineer determined that a sample probe cap was broken and the rinse levels were low. The sample probe cap was replaced and the rinse levels were adjusted. Diagnostic checks were performed. The customer ran controls and these were approved. The last calibration performed on (B)(6) 2023 was ok. Quality controls were outside of range. Controls run prior to running the patient samples were within range. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they have been having precision and accuracy issues for alb2 albumin gen.2 and altpm alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation on a cobas 8000 c (701) module. Controls are run every 8 hours and controls were outside of range on (B)(6) 2023. The customer then recalibrated alt and repeated controls on both. They then pulled an unspecified number of patient samples and repeated these. The customer provided data for one patient sample with discrepant albumin results and a second patient sample with discrepant alt results. The initial results were reported outside of the laboratory. The samples were repeated and the repeat values were deemed correct. The alt value was corrected, but the alb value was not corrected as the difference was not clinically significant. The first sample initially resulted in an alt value of 28 u/l and it repeated as 18 u/l. The second sample initially resulted in an albumin value of 2.8 g/dl and it repeated as 3.4 g/dl. The alt reagent lot number was 65276501, with an expiration date of 31-oct-2023. The albumin reagent lot number was 66367601, with an expiration date of 31-dec-2023.